Event description:
It was reported that the patient woke up with her bladder so sore she could hardly walk. If the patient shook, it hurt. The whole inside of her ¿stomach¿ was hurting. The patient had turned off the device as it felt as if stimulation was in the wrong area. Since she had turned it off, it felt a little better. The patient thought the wires had slipped and were touching the wrong nerves. The patient went to bed fine, but woke up with this issue. The patient did not have a current physician. The patient had a loss of therapeutic effect. The patient had 50% relief previously and this was the first time she had trouble with the therapy. The patient was going to the bathroom a lot. The patient did not fall. It was confirmed that the device was off. It was reviewed that certain movements can cause the wires to move, but the patient was redirected to her physician for diagnostics. It was further reported that the patient called her physician, but he was out of town until (B)(6) 2013. The patient was moving to another state and was worried she wouldn¿t be able to see the physician. As of (B)(6 )2013, the device was still off. Her stomach took a week to calm down. The patient stated there was pain in the large intestine which felt like a bowel block. The patient had not had those issues checked out, as she has had issues with bowel blockage. The patient planned to see a physician for this. The patient did not want to turn her device back on until after it was checked and verified that it was safe and she wouldn¿t have any more pain. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3 889-28, lot# v303917, implanted: (B)(6) 2009: product type lead; product ID 3889-28, lot# v303917, implanted: (B)(6) 2009: product type lead. (B)(4).

Manufacturer narrative:
(B)(4)